Event description:
"Duracon tibial insert locking mechanism would not secure to tibial baseplate." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.